Manufacturer narrative:
It has been determined that the patient has been indicated for revision due to wear of the polyethylene bearing; therefore, this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown liner, unknown. Unknown, unknown cup, unknown. Unknown, unknown stem, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10458, 0001825034 - 2017 - 10459 , 0001825034 - 2017 - 10460.

Event description:
It was reported that the patient's left hip has been indicated for revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.